Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 538481.

Event description:
It was reported that the patient experienced inadequate stimulation from the lead of the spinal cord stimulator (scs) system. Reprogramming was performed but did not provide pain relief. Imaging was performed and confirmed the placement of the lead at the t5, per physician review he stated that the lead was placed too high. The patient underwent a revision procedure in which the lead was repositioned to t9-t11. The implantable pulse generator (ipg) was repositioned in the pocket and re-anchored to a better position for patient comfort and charging capabilities. The patient is doing well post operatively. The devices will not be returned as they all remain implanted.